Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: 35 / < 1.2 miu/ml, colloidal gold is negative. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected and cleaned the architect pipette opening of the diverter which resolved the issue. A review of architect (B)(4) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the part was cleaned. A review of the clinical chemistry platform found all erratic results were below the upper control limit. A review of historical data for the architect and the associated parts with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified. An evaluation is in process. A final report will be submitted when the evaluation is complete.